Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported that the explanting physician stated that the strata valve was defective. An MRI was conducted and it showed shunt failure. Customer requested evaluation. There was no harm to pt.